Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: ¿patient has filed a complaint towards the hospital¿, just to clarify does this mean that the patient takes some legal actions towards the hospital? As this happened last year and the device is discarded, it would be very helpful to get the lot# of the device involved, maybe the hospital recorded it in the op report? How was the bile leakage noticed? Any other complications mentioned? When did the ercp did take place? How was the leakage handled? Laparoscopic cholecystectomy procedure : did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon? What is the patient¿s current status? A surgical photograph was received and it is believed that the clip formations were a direct result of the legs of the first clip being inadvertently captured by the device jaws during placement and firing for the second clip. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that following a laparoscopic cholecystectomy procedure, the surgeon reported a patient with post operative bile leakage, during endoscopic retrograde cholangiopancreatography, it was noted that both clips were not in place anymore. Patient has filed a complaint towards the hospital. Procedure took place on (B)(6) 2012 . Device has been disposed of.